Event description:
It was reported that the 9800 system had intermittent loss of fluoro and mini images in the image directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced an ac plug and replaced the hard drive. System operates as intended.